Event description:
It was reported by the clinician that the stopcock is used in their neonatal intensive care unit. The stopcock was in place when they noticed it to be cracked and leaking blood. As a result, the stopcock was exchanged. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.